Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was report that the plastic tip broke when the urologist tried to connect it to the needle.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this device is not sold in the united states, nor is there a us equivalent; therefore, it is not reportable in the united states.

Event description:
It was report that the plastic tip broke when the urologist tried to connect it to the needle.